Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. No unexpected pump error 130 alarm noted. No pump error 130 noted on download formatted history file . (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call alarm generated when the pump detects movement in the hall sensor counts that are unexpected since the insulin pump did not command motor movement. Troubleshooting was performed. The displacement test failed and the issue remained unresolved. The insulin pump will be returned for analysis.